Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that there was contamination on the force sensor plate. Additionally, investigation revealed that the display was faded and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump¿s black box history showed that a large prime volume was recorded. Visual inspection revealed that the battery compartment was cracked from the case seal to the threads. During testing, the pump emitted a no cartridge detected alarm when attempting to perform the load step. The display was found to be faded and discolored. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and contamination was found on the force sensor. There was no evidence of moisture found inside the pump. The force sensor resistance reading was found to be out of the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.